Event description:
The customer reported that the instrument stopped working after the 3rd use. Initial inspection at the manufacturer discovered that the clear insulation was missing upon return of device. Follow-up questions have been asked regarding this incident.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. One (B)(4) device was returned for evaluation. The silicone boot was missing. The instructions for use (IFU) states carefully insert and withdraw the instrument from cannulae to avoid possible damage to the devices and/or injury to the pt. Use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Trocar cannulae with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Injury has rarely been reported with these complaints. Follow-up questions have been asked to the site about this incident. The device was recognized by the generator. It was activated on simulated tissue with acceptable results and functioned in the monopolar mode as well.